Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to shock and unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; it was reported this issue delayed patient care.

Event description:
The customer contacted stryker to report that their device failed to shock and unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; it was reported this issue delayed patient care.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue with a known working battery. The reported issue was verified through review of the device logs which showed the device shut down events and also indicated battery 1 was fully depleted and battery 2 was at 76%. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.